Event description:
During CT surgery, CABG, and replacement of ascending aorta and proximal aortic arch the 3-0 prolene v-7 double armed suture needle popped off the suture line. This occurred while suturing aortic anastomosis both distal and proximal. During this case the needle separated from the suture a total of 3 times and each time replacing with a new set up.manufacturer response for 3-0 prolene v-7 double armed suture, ethicon 3-0 prolene v-7 double armed suture (per site reporter).the entire lot was pulled and returned to manufacturer who will replace items with new lot #.what was the original intended procedure?suture a surgical site.